Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering was unable to confirm the customer reported failure mode. The instrument was installed on an isi in-house is3000 system and driven. The instrument passed recognition and engagement testing. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Engineering evaluation also found that the distal end of the main tube has various scratch marks with light material removal. The scratches are .115 - .150 in length and not aligned with the tube axis. Engineering evaluation concluded that the damage may have been caused by mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.

Event description:
It was that during set up of a da vinci si surgical procedure, the jaws on the prograsp forceps instrument did not close. There were no missing or fallen pieces reported.